Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed false nonreactive architect (B)(6) ag/ab combo results for one patient. The patient presented at days 0, 7 and 31 and is continuing to be monitored. The patient received antiviral medication as necessary, after day zero, based on results generated by other methods (viral load and western blot). The customer provided the following results: day 0: architect (B)(6) ag/ab combo: initial results were 1.21 s/co and after recentrifugation the specimen was repeated and generated: 0.95 and 0.83 s/co. These results were deemed the provided results from other methods are as follows: diasorin murex (B)(6)-1/2/o negative (00.001, 0.00), biorad (B)(6) p24 ag 55pg/ml, mp diagnostics (B)(6) western blot p24 + ind3, (B)(6) vl - not tested. Day 7: architect (B)(6) ag/ab combo: 0.39 s/co. The provided results from other methods are as follows: diasorin murex (B)(6)-1/2/o not tested, biorad (B)(6) p24 ag negative, mp diagnostics (B)(6) western blot p24 +/- ind3, (B)(6) vl - 1080. Day 31: architect (B)(6) ag/ab combo: 0.26 s/co. The provided results from other methods are as follows: diasorin murex (B)(6) -1/2/o positive (1.43, 1.45), biorad (B)(6) p24 ag negative, mp diagnostics (B)(6) western blot p24 + ind3, (B)(6) vl - target not detected. There was no impact to patient management reported.

Manufacturer narrative:
The suspect device lot number was provided. Further evaluation of the customer issue included a review of the complaint text, in-house testing, batch record review, a search for similar complaints, and a review of product labeling. Return material was not available. A clinical specificity testing protocol was executed using the architect (B)(6). Testing met the acceptance criteria and determined the product is meeting expected specificity requirements and is performing acceptably. No issues were identified from the batch record review which would indicate a product deficiency. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect (B)(6), list number (B)(4), lot 47283li00 was identified.

Event description:
Additional data was provided for the patient. It was indicated that the patient generated (B)(6) results on (B)(6) 2015 (4.95 s/co) and on (B)(6) 2015 (6.10, 5.66 and 5.70). The (B)(6) results were genetated using different lot numbers than the (B)(6) results.